Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer. Technical support assisted the customer with resetting the pump, and no further malfunction occurred afterward. The customer was advised to continue using the pump and to call back if the issue recurred.